Manufacturer narrative:
The surgeon struggled to completely tighten the set screw on the left l5 screw (b36007540). When tightening he used so much force that it sheared off the hex head of the set screw and the pedicle broke in half causing a dural tear. The dural tear was repaired on the spot and the construct extended down to s1. (B)(4). Exemption e2017030.

Event description:
The surgeon struggled to completely tighten the set screw on the left l5 screw (b36007540). When tightening he used so much force that it sheared off the hex head of the set screw and the pedicle broke in half causing a dural tear. The dural tear was repaired on the spot and the construct extended down to s1.